Event description:
Two hours into a hemodialysis treatment, the nurse observed a dialyzer blood leak. Treatment was temporarily stopped and resumed with a new dialyzer with no further incident. Following completion of the treatment, the pt was discharged home in stable condition. Several hours post treatment, the pt had "rust colored" urine and was admitted to the hospital for a suspected hemolysis event. Lab work revealed the pt had a urinary tract infection and hemolysis of unk etiology. The pt was treated with antibiotics for the urinary tract infection and did not require any medical intervention for the hemolysis event. The pt was later discharged home in stable condition. The phoenix machine was inspected by a gambro technical specialist who concluded the machine was operating within MFR's spec. An onsite clinical investigation was conducted by gambro.

Manufacturer narrative:
The dialyzer was discarded and not available for analysis.